Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned unit confirmed the reported failure.the work order was reviewed and confirmed the device passed all inspections and acceptance tests. The nail has been determined to have met manufacturing specifications during assembly. The breakage was not determined to have been related to the manufacturing processes or material failure. It is possible/likely that the device was already fractured prior to removal. The location of the failure is consistent with what we would expect from a mechanical bending failure in fatigue. Device records review: review of the device history record for the nail confirmed that it met all of the required quality inspections.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted upon completion of device evaluation.

Event description:
Information was received that the nail is broken. No patient harm was reported.